Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. No lead issues were noted that would have caused or contributed to increased pacing threshold measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high/increased pacing threshold measurements in the months following implant. A revision procedure was performed to reposition the lead but the physician was unable to retract the helix. The lead was manually rotated to release the helix and explanted. The procedure was completed with the implant of a new rv lead. No adverse patient effects were reported.